Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.9 mmol/l (448 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient felt sick. Correction boluses were administered using the pod but they were unsuccessful at reducing the patient's bg levels and insulin was leaking. The patient noted the adhesive was not secure and the cannula was bent. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased to 8.4 mmol/l (152 mg/dl).

Manufacturer narrative:
The returned product was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The adhesive pad was completely attached with no insufficient weld spots and residual adhesion was felt when peeling the adhesive pad apart from itself. As the device was worn, the original state of the adhesive pad could not be determined. No issues were noted that would cause the reported high blood glucose levels.